Manufacturer narrative:
At this time this product has not been returned back from the field for analysis. This report will be updated should additional information and/or the product be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. Rv sensing, pacing impedances, and thresholds were stable. A 1.1 joule (j) commanded r-wave sync shock was performed which yielded a shock impedance measurement of 92 ohms. An induction test was then performed and a 41 j shock was successfully delivered, however code 1005 was then exhibited by the device. Additional information provided from the field indicated surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.